Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's blood glucose was 229 mg/dl and states sensor glucose was 100 points difference. Customer also reported that blood glucose was 45 mg/dl earlier in the week of phone call but did not want to troubleshoot due to healthcare professional already adjusting basal rates.